Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2016-07342.  The FDA registration number initially chosen was incorrect. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition. No patient involvement reported.